Event description:
It was reported that the dynalink was advanced and deployed in the common iliac (contrary to IFU), after the lesion was predilated. The dynalink was removed and a contrast injection was done. The lesion was then postdilated with a 6.0x20 balloon. It was observed that the dynalink had separated near the distal tip, between the markers, and the inner membrane stayed on the guide wire. The separated portion was snared and removed from the pt with no pt effect. Another co's 8.0x40 stent was deployed which covered the lesion, and was partly inside of the dynalink.